Event description:
Boston scientific received information that during a follow up an increase in pacing impedances was noted. The pacing impedances were out of range. The right ventricular sensing and pacing thresholds were normal. A chest x-ray did not reveal a lead fracture, due to the out of range pacing impedances a right ventricular lead revision has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon the revision procedure, this investigation will be updated.

Manufacturer narrative:
Additional information was received which noted that pre surgical measurements confirmed out of range pacing impedances as well as a rise in pacing thresholds on this right ventricular lead. The lead was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection, continuity testing, and x-ray examination revealed no evidence of a conductor fracture. Further visual inspection revealed evidence of calcification covering over a portion of the distal mesh tip electrode. Depending on how much calcification was on the tip of the lead before it was explanted, the impedances measurements could have been affected. Laboratory analysis could not confirm the reported clinical observations.